Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/09/2016 with the following findings: during investigation, all the keypad buttons responded appropriately to user input. No physical damage was found to the keypad. The keypad was removed to find no contamination or physical damage. Unrelated to the original complaint, a crack in the battery compartment was found from the case seal to the bumper.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the contrast, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/09/2016 with the following findings: during investigation, all the keypad buttons responded appropriately to user input. No physical damage was found to the keypad. The keypad was removed to find no contamination or physical damage. Unrelated to the original complaint, a crack in the battery compartment was found from the case seal to the bumper.